Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was experiencing burning at the neurostimulator site from time to time. The manufacturer's representative (rep) offered to interrogate the system but patient refused and would like system removed. Patient to talk to hcp to possibly remove ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined and date not determined for explant.